Manufacturer narrative:
(B)(4). A fracture of the sensing conductor was found at 4.4cm from the distal tip consistent with fatigue. This fracture is consistent with the observation from the field of high lead impedance.

Event description:
It was reported that the lead was explanted due to increased impedance. The patient's condition was stable before and after the procedure.